Event description:
An orsiro drug-eluting stent system was selected for treatment of a 19mm long lesion in the lcx. After pre-dilatation, when advancing the orsiro into the guiding catheter, strong resistance was felt. The device was removed and a deformation of the proximal edge of the stent was detected. The procedure was completed by using another device.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause was determined.